Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hysteromyomectomy. Event description: two units of cb030 blades did not cut during a case. Facility: [name[ hospital scissors cannot cut off patient's body tissue. Surgeon try to operate this device several times but it's still have not working. Finally, they complete this surgery until they replace the third cb030. Two of scissors have not return to our company. These devices were abandoned by hospital. Products are not available for return. Additional information received via email on 14feb2022 from [distributor]: the failure to cut was first noticed at the beginning of the case. The device was non-functional upon initial use. The user was attempting to use the device to cut "adhesions tissues." Only two units of cb030 could not cut during this event. Intervention: "finally, they complete this surgery until they replace the third cb030." Patient status: "fine"

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: hysteromyomectomy event description: complaint 1 of 2: #(B)(4) [MFR #2027111-2022-00388]. Complaint 2 of 2: #(B)(4) [MFR #2027111-2022-00382]. Two units of cb030 blades did not cut during a case. Facility: [name] hospital. Scissors cannot cut off patient's body tissue. Surgeon try to operate this device several times but it's still have not working. Finally, they complete this surgery until they replace the third cb030. Two of scissors have not return to our company. These devices were abandoned by hospital. Products are not available for return. Additional information received via email on 14feb2022 from [distributor]: the failure to cut was first noticed at the beginning of the case. The device was non-functional upon initial use. The user was attempting to use the device to cut "adhesions tissues." Only two units of cb030 could not cut during this event. Intervention: "finally, they complete this surgery until they replace the third cb030." Patient status: "fine".